Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra nsh ureteral stent, when the device was unpacked, it was found that the device had shaft holes. The device packaging was not opened. The device was taken out of the shipping box and the shaft holes on the device were able to be seen through the sterile pouch packaging. This event occurred during receiving inspection and therefore no patient was involved.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A review of the manufacturing records for this lot was performed and no deviation was found. Analysis of the returned polaris ultra ureteral stent revealed that the device was returned within its original sealed pouch. The single pouch & the box labels say "without shaft side holes;" however, the device presented with 17 side holes located on the shaft. Therefore, the device is considered out of specification, and the root cause for this event is manufacturing. An investigation is open to address this issue.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra nsh ureteral stent, when the device was unpacked, it was found that the device had shaft holes. The device packaging was not opened. The device was taken out of the shipping box and the shaft holes on the device were able to be seen through the sterile pouch packaging. This event occurred during receiving inspection and therefore no patient was involved.